Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the proximal shaft broke outside the patient at around 20cm from the hub. The device was pulled out and replaced with another 3.50 x 32mm synergy xd drug-eluting stent; however, the proximal shaft also broke outside the patient at around 20cm from the hub. The device was removed, and the procedure was completed with a new stent. The physician believes that he may have exerted too much force during insertion causing the shaft to break and that the stents were tangled due to having multiple wires in the body. No patient complications were reported.